Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Upon review of model palmtop ventilator revel event trace, carefusion service technician found several ventilator inoperable (inop) code conditions on event tracing. The mainboard was replaced as a precaution.

Event description:
The customer reported model palmtop ventilator revel continues to alarm transitional battery alarm. Upon further investigation, the customer stated there was no patient involvement or allegation of patient harm.